Event description:
It was reported that stent damage occurred. Vascular access obtained via the right femoral artery. The 90% stenosed, 30x3.5mm, eccentric, de novo target lesion containing a lesion bend of <=45 degrees was located in the moderately tortuous and severely calcified right coronary artery (rca). Predilation was performed using a non-bsc balloon catheter. A 16x3.50mm omega¿ bare metal stent was advanced to treat the lesion. However, due to severe calcification, the physician met a significant resistance and was unable to advance to the lesion. Upon removal, the physician noticed that the stent was damage. The procedure was not completed due to this event. No patient complications were reported and the patient's status stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an omega sds with stent. The balloon was tightly folded with the stent on the balloon between the markerbands. Microscopic examination revealed that majority of the stent was damaged with flared, bent and overlapping struts. Microscopic examination and tactile inspection revealed numerous kinks throughout the shaft of the device. Microscopic examination inspection revealed that the tip was damaged. Microscopic examination inspection presented no damage or irregularities to the balloon material or balloon bonds. Microscopic examination inspection presented no damage or irregularities to the markerbands. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access obtained via the right femoral artery. The 90% stenosed, 30x3.5mm, eccentric, de novo target lesion containing a lesion bend of <=45 degrees was located in the moderately tortuous and severely calcified right coronary artery (rca). Predilation was performed using a non-bsc balloon catheter. A 16x3.50mm omega¿ bare metal stent was advanced to treat the lesion. However, due to severe calcification, the physician met a significant resistance and was unable to advance to the lesion. Upon removal, the physician noticed that the stent was damage. The procedure was not completed due to this event. No patient complications were reported and the patient's status stable. This product is only ous approved but it is similar to an approved us device.